Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a fill cycle of their automated peritoneal dialsyis therapy. Reportedly, the home pt awoke to find their bed wet and their transfer set disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's spouse.